Event description:
It was reported that one year post implant of a lap gastric band procedure the patient presented to the surgeon¿s office with nausea. A fluoroscopy was done and a anterior slippage of the band was found. The band was repositioned without unlocking the interlock tab on (B) (6) 2010. The band was taken down to the original fundoplication position. Two plication sutures were used during the initial implant. The products instruction for use states use at least three plication sutures. There were 3 mls of fluid in the band when the slippage was diagnosed. The fluid was removed at the and not added at the time the band repositioned. The patient stayed overnight for observation and released.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device remains implanted.